Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported via social media blog, a doctor saw this patient for a multifocal tecnis zma00(?) Intraocular lens (iol) exchange who has suffered years of miserable night driving vision. The doctor suspected there was a capsular complication during the original surgery. The optos california imaging showed a superonasal peripheral retinal tear. The doctor had a really difficult time seeing and treating this tear with a 3-mirror lens and a mainster prp lens. The multifocal optics made the view horrendous. No other information was provided.